Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was defective, per a letter received from the customer with the sample. Upon investigation of the sample, it was noted that the packaging was not sealed and the funnel end of the catheter was cut off because of the catheter was protruding from the packaging.